Event description:
The heartmate ii lvad pt presented to the ed (B)(6) 2020 with complaints of feeling weak and dizzy over the last several days. Pt has been having a headache and had a nose bleed the morning of (B)(6) 2020. The patient was seen by ent 3 weeks ago due to recurrent nosebleeds and eliquis discontinued per ent. The lvad team was made aware. CT scan ordered and showed right occipital infarct with edema. Neurology consulted and patient admitted to cvicu. Patient was drowsy but awake and speaking. Around 16:30, the nurse practitioner on call was notified by bedside rn that map was consistently 60. At this time, levophed was initiated to maintain map >65. Arterial line and central line were placed at the bedside. The patient became more unresponsive with increasing presser requirement. Abg was done and relatively unremarkable other than elevated lactate. Family was reached and decided to keep the patient a full code. Patient was intubated and found to have profound acidemia with inability to obtain bp on 100mcg of levophed and 0.1 units of vasopressin. The lvad consistently had a flow of 0. The family was updated and the decision was made to turn off life support. Time of death 0200 on (B)(6) 2020.